Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, ultrasound image abnormality, scope connector air leakage, insufficient angle, switch 1234 not working, corrosion inside the operating part, corrosion in universal cord, corrosion in scope connector, corrosion in electrical connector, corrosion in ultrasonic connector, light guide snake tube wrinkles, suction cylinder worn, air/water cylinder paint peeling, scope cover corroded, angle rubber adhesive part float, cracks in angle rubber bond, poor connector tube insulation, image guide serpentine scratched. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for an evis lucera ultrasound gastrovideoscope, exhibiting no ultrasound image. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The loss of image was not replicated during the device evaluation. However based on the results of the investigation, it¿s likely the loss of image was caused by a liquid leak due to the scope connector air leak. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿safety precautions handling and general precautions warning do not strike or drop the tip of the endoscope, soft part, curved part, operating part, universal code, or scope port. Do not bend, pull or twist the cable with a strong force. Damage to the device may result in injury to the body cavity, burns, bleeding, perforation, or dislodgement of parts. Do not forcibly hang the angle, operate the angle suddenly, pull or twist it with the angle engaged. Damage to the body cavity, bleeding, or perforation may occur. Angles may not return during the inspection. From the instruction manual of the water tank maj-901 3.4 method of removal from the scope warning the attachment and detachment of the mouth should be performed slowly and gently according to the procedure. If it is attached or removed with excessive force, the connection part of the scope or mounting base may be damaged, and air and water cannot be supplied. Pull out the mounting base straight. If it is removed from the scope at a large angle, the mounting base and the scope base may be damaged.¿ olympus will continue to monitor field performance for this device.